Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). (Other-81): the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small crack was noticed in the outer part of the zcb00 tecnis monofocal iol (intraocular lens) after implantation into the patient's operative eye. Reportedly, the lens remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In review, it was noted that two MDR reports under medwatch report numbers: (2648035-2018-01409) were submitted for the serial number (B)(4), both cases were reported by the account for two separate events that occurred in (B)(6) 2018. Through follow ups, the account clarified that the serial number (sn) for the later event was actually ''unknown'' and that the sn 6453001805 belongs to the earlier event (medwatch report number 648035-2018-01409). Any additional reports for the sn (B)(4)will be captured under medwatch report number 2648035-2018-01409. Any additional information pertaining serial number ''unknown'' will be captured under medwatch report. Therefore, the following fields were updated accordingly: serial number: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.